Event description:
The patient was undergoing a rotator cuff arthropathy. The glenoid baseplate was impacted into glenoid. Baseplate screw holes were drilled, the depth checked, and the appropriated sized screws (20mm) were attempted to be inserted. The locking screws would not lock into the plate. The rep had a second implant of the same item with him that they used and it worked fine.